Manufacturer narrative:
Initial and final MDR (B)(4)- MDR .- device 3 of 3. E1: patient city: (B)(6). Patient country: unites states. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient went to emergency room (ER) due to three infections at the cannula sites event on (B)(6) 2026. Patient reported that the first site has necrosis, second site has abscess and third site has infection and reported that the sites were red, hot to touch, and painful. Patient received intravenous (IV) antibiotics and intravenous (IV) infusion to increase his white blood cell as treatment for infection and wound care to prevent abscess. No further information available.